Event description:
The following information was reported: post procedure, the mynx vascular closure device was inserted through the 6f procedural sheath. The balloon was inflated and the nominal marker was out on the handle of the device. During pullback the balloon ruptured between the 1st and 2nd stop. Device was fully removed and manual pressure was held. Hemostasis was obtained in 15 minutes. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop. At prep, the black marker on the inflation indicator was fully exposed. Stopcock was not opened when the balloon was a the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral stick location: medium sheath size: 6f vessel size: 6 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.